Event description:
During an in-clinic follow-up, noise that resulted in over-sensing was detected on the right ventricular (rv) lead. During the replacement procedure, the pacemaker was connected to the rv lead. However, no pacing output occurred and the patient experienced asystole and cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed on the patient in order to restore their cardiac rhythm and a pacing system analyzer was connected to provide pacing support to stabilize the patient. The device was found to be in emergency back-up vvi mode. The rv lead was capped and replaced to resolve the noise. The device was explanted and replaced to resolve the pacing issue and back-up mode. The patient is now stable.

Manufacturer narrative:
The device history record review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.